Manufacturer narrative:
The field service representative (fsr) noted that the customer was using 13 mm tubes without cup adapters and that the foil covering the sample tubes had not been completely removed. Depending on the amount of foil remaining on the sample tubes, this will cause false pipetting which could cause discrepant results. Based on the available information, the root cause is related to preanalytical issues (e.g. Cup adapters, foil remaining on sample tubes).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for free thyroxine (ft4 ii). The erroneous results were not reported outside of the laboratory. Patient 1 initial ft4 ii result was <0.3 pmol/l. The repeat result was 14.07 pmol/l. The sample was also repeated on a different module and the result was 13.84 pmol/l. On (B)(6) 2016 patient 2 initial ft4 ii result was <0.3 pmol/l. The sample was repeated twice with results of 12.46 pmol/l. No adverse event occurred. The ft4 ii reagent lot number and expiration date was not provided.